Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample has been received by manufacturing that has not yet been evaluated. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic knife were found to be dull during surgery. The surgery was completed with an alternate knife. There was no reports of patient harm.

Manufacturer narrative:
Additional information is provided in sections d.9,h.3,h.6 and h.10. Five opened ophthalmic knives, in blisters, in bp (blade protector) trays, 1 blade facing point up & tip thru plastic blister & 3 blades facing point down into tray were received for the report of dull knives. The sample #1 was visually inspected and was found to be conforming. The sample was then functionally tested for penetration and was found to be conforming. The sample #2, #3, #4 and #5 were visually inspected and were found non-conforming with bent tip. Penetration testing could not be performed due to the damaged samples. The returned sample #1 was found to be visually and functionally conforming, therefore a dull knife as described in the complaint was not confirmed. However, the exact root cause could not be determined from the investigation performed. Since, the damage to the returned sample #2, #3, #4 and #5 is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of dull blade. The exact root cause for the damaged knife samples is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged and bent tips exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).